Event description:
Caller tested 4.0 inr and 2.9 inr (unspecified strip lot) and 2.8 inr (strip lot 22307421) on the coaguchek xs system. No treatment required. No adverse event reported. Requested return of suspect system and replacement was sent. The unspecified strip lot has been discarded and will not be returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for strip lot 22307421. Reference medwatch with (B)(6) for the unspecified strip lot.